Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller being warm/ hot to the touch was not confirmed. The heartmate ii system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 2 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). There were no notable alarms active in the log file that would indicate an issue with the system controller. Multiple good faith efforts were sent regarding if the controller was exchanged, and if so, will any product be returned to abbott for evaluation. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed the heartmate 2 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 14jul2017. The heartmate ii patient handbook section 2 ¿how your heart pump works¿) and heartmate ii instructions for use (IFU) section 2 ¿system operations¿) both contain a caution to not place the system controller on bare skin for an extended time because the system controller surface can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). The heartmate ii IFU section 2 ¿system operations¿ lists acceptable temperature ranges for all equipment, including the system controller. Section 8 ¿equipment storage and care¿ in the IFU also lists acceptable temperature ranges for storing all equipment, including the system controller. Both the IFU and patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
225 pi events were captured on the log file from (B)(6) 2021 at 9:05 am - (B)(6) 2021 at 2:37 pm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the controller continued to be warm/ hot to touch. Through log file analysis it was reported that there were multiple pulsatility index (pi) events.